Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. Visual evaluation under magnification shows moderate electrode wear with a significant amount of discoloration on the adhesive around the spacer. Also, there are a significant amount of scratch marks present on the exposed shaft and black shrink tube. The connector block and suction clamp have been damaged and appear to have been melted; therefore, preventing insertion into the controller and conducting a functional evaluation. There were no manufacturing abnormalities visually observed with the returned device. The complaint was verified as more than likely the disintegration of electrodes can be perceived as tip detachment. The root cause is consistent with wear of the electrodes. Wear of the electrodes is dependent on factors such as using set points higher than the default settings or using the wand for an extended period of time. The instruction for use (¿IFU¿) contains instructions on obtaining the maximum effect as well as warning and precautionary measures to consider during activation. There are no indications during manufacturing record review that would suggest the wand did not meet product specifications upon release into distribution.

Event description:
It was reported that metallic particles from the tip of the wand detached during a hip arthroscopy. The surgeon attempted to retrieve the fragment(s) but was unable to locate them within the joint. The procedure was completed with a back-up device. No patient injury or other complications have been reported.